Event description:
It was reported that "the surgeon attempted to insert blocker and blocker became disengaged from the driver prior to engaging to the screw. Blocker was lost in the patient, and he spent 30 minutes trying to dig it out. Incident happened with the other driver as well, 10 minutes were spent in trying to find blocker."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.